Manufacturer narrative:
Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient medical records and procedure op notes requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 1 year and 11 months post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry through receipt of an implant data card, the patient had a 23 mm sapien 3 valve implanted in the aortic position via transfemoral approach. Approximately 1 year 11 months post implant, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.

Manufacturer narrative:
Correction to b5 and h6 due to additional information received. Per the surgeon, the cause of the explant was due to aortic insufficiency (pvl) and patient prosthesis mismatch. Per the IFU and training manuals: incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Patients with elevated mean gradient post procedure should be carefully followed. According to literature review, prosthesis-patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient's body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper assessment of patient's anatomy, including the use of echo, aortogram and CT to appropriately measure the annulus diameter/failing surgical valve 'trueid', content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper valve sizing being critical to avoid prosthesis-patient mismatch. In this case, the cause of the patient prosthesis mismatch and pvl cannot be confirmed. It is possible it was due to patient factors and cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry through receipt of an implant card, the patient had a 23 mm sapien 3 valve implanted in the aortic position via transfemoral approach. Approximately 1 year 11 months post implant the patient's valve was explanted and replaced with a surgical valve. Per the surgeon, the cause of the explant was due to aortic insufficiency (pvl) and patient prosthesis mismatch.